Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer had been experiencing low blood glucose for five days. Blood glucose reading was 55 mg/dl at the time of incident. The customer treated with a glucagon injection and carbohydrates. The customer's current blood glucose was 98 mg/dl. The most recent set change was on (B)(6) 2018. The customer also stated the programming was inaccurate during the troubleshoot. The timing was off by seven minutes. Auto mode was active at the time of low blood glucose event. The pump programming was corrected. The insulin pump will not be returned for analysis.